Manufacturer narrative:
(B)(4). The lot number of the pack used in the reported event was not provided; therefore, the review of the lot manufacturing records could not be performed. The pack was disposed by the facility. Based on all information, no causal factors can be determined and no conclusion can be drawn. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that the patient developed severe reaction in the left eye. Some cells in the anterior chamber and some cells retrolental were observed one day post lens implant. Reportedly, the patient did not return for follow-up but is being seen by another doctor. According to the surgeon, allergic reaction to a foreign body or material introduced into the eye during surgery was the likely cause of the event.